Event description:
It was reported that the patient experienced a zapping sensation and that the implantable neurostimulator (ins) pocket was hot to the touch while recharging. An impedance test was done, but all electrodes were within normal parameters. There was no malfunction seen or cause of the issue determined. There were no interventions planned, and the patient reported ongoing pain relief and effective therapy.

Manufacturer narrative:
Product ID 377675, lot # v001357, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n200616, implanted: (B)(6) 2009, product type accessory. (B)(4).